Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic guided breast biopsy the device allegedly fired spontaneously outside of the patient before the fifth tissue sample attempt. A coaxial was not used during the procedure. Another device was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection and functional/performance evaluation: the investigation is inconclusive, as the sample was not returned for evaluation. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, the device was dry fired prior to use. The instructions for use (IFU) states, "never test the product by firing into the air. Damage may occur to the needle/cannula tip." While a definitive root cause could not be determined based upon available information, dry firing of the device may have contributed to the reported event. Labeling review: the current maxcore instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.